Manufacturer narrative:
Combination product: yes. The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Lumax 740 vr-t promri: upon receipt, the ICD was interrogated, revealing the battery status eri. The ICD was implanted for 140 months, and 112 charging cycles were recorded to the device¿s memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that resulted in several shock deliveries. Therefore, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In conclusion, there was no indication of an ICD malfunction. Linox smart promri sd 75/18: upon receipt, the lead under complaint was found cut 28 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment was not returned. The lead was cut during the surgery. The returned lead fragment was analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. The provided x-ray showed the reel-syndrome where the device rotated on its axis with the lead coiling around it. Further analysis of the returned proximal fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The analysis of the distal fragment would be necessary to determine the definite root cause of the reported oversensing leading to inappropriate shocks delivery. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that oversensing was observed on the rv channel. Patient received inappropriate shocks. A new lead was implanted. The old lead was not extracted: part remained in situ capped. During the same procedure the ICD was exchanged.

Event description:
It was reported that oversensing was observed on the rv channel. Patient received inappropriate shocks. A new lead was implanted. The old lead was not extracted: part remained in situ capped. During the same procedure the ICD was exchanged.

Manufacturer narrative:
Combination product: yes.